Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. One unpackaged ar-3638 was received for investigation. Visual inspection identified breakage along the returned suture construct. No damage was present across the inserter. No information was provided as to any method used to prepare the bone, as well as the bone quality encountered. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during a stabilisation of the anterior labrum the device did not hold, despite correct drilling and application. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.